Event description:
Consumer called to report very erratic readings and needing to have their family member for call emergency assistance. Paramedics treated them for hypoglycemia they believe due to over medicating themselves.